Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The chronic totally occluded target lesion was located in a calcified crural artery. A v-18 control wire was advanced into the target lesion; however, the tip of the wire got detached and was successfully retrieved by aspirating it back into the microcatheter without difficulty. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Corrected brand name from v-18 control wire to v-14¿ controlwire®. Corrected manufacturer name from boston scientific - (B)(4) to boston scientific - (B)(4). Corrected upn- search from unk525 - v-18 control wire - cmc - maple grove (peripheral interv) - 35000 to unk726 - v-14 control wire - cmc - maple grove (peripheral interv) - 35000. Corrected upn from unk525 to unk726. Updated: describe event or problem, device avail. For eval, returned to MFR. On and device returned to MFR. (B)(4).

Event description:
It was further reported that the complaint device was a v-14 control wire and not a v-18 control wire as previously reported.

Manufacturer narrative:
Upn, device lot number, device expiration date, device evaluated by MFR.?, eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination found that the distal tip is damaged. The device has a couple of kinks on its body (approximately at 133 cm and 139 cm from the proximal section) and another one on the distal tip. The distal tip is detached. The overall length was within specification. The outer diameter (od) of distal tip couldn't be performed because of the condition of the device (tip detached). The od of middle section and od of proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was further reported that the complaint device was a v-14 control wire and not a v-18 control wire as previously reported.